Event description:
Bilateral augmentation 11/91 with saline implants 6/94. Deflation of rt breast implant. Rt implant removed and replaced. 12/4/96 lt implant deflating. Bilateral implants replaced 12/13/96. Rt implant deliberately cut to remove. (L) implant leaked enough and cutting implant was not necessary. Scar tissue had formed around implant plug, device - leakage.